Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed successfully; however, the reason filter deployment was not provided. Approximate seven years post filter deployment a CT scan of the chest and abdomen demonstrated bilateral atelectasis or scarring, no suspicious pulmonary mass. Small bilateral pleural effusions were demonstrated. Coronary artery calcification with a severe calcified left anterior descending artery was demonstrated. Left kidney calcification, colon diverticulitis and arteriosclerotic vascular calcifications of the aorta and its major branches were demonstrated. Ivc filter demonstrated some filter limbs perforating the ivc wall. There were no additional medical records provided to determine if a filter retrieval procedure was performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven years post filter deployment, a CT scan demonstrated some of the filter limbs of the ivc filter to be perforating the ivc wall. Therefore, based on the provided medical records the investigation can be confirmed for perforation of ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information it was reported that a vena cava filter was deployed due to mva. At some time (date not provided) filter limb perforation was identified. No reported filter retrieval attempt has been made. Medical records received by the reporting source were reviewed. Medical records confirmed filter deployment, filter limb perforation seven years post deployment and no filter retrieval attempt was made. The patient status at this time is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and six months post filter deployment, computed tomography (CT) revealed an infrarenal inferior vena cava filter was noted with struts outside of the vessel lumen. Also, some filter limbs perforating the ivc wall. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, b5. H11: h6 (patient, device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a vena cava filter was deployed due to motor vehicle accident (mva). At some time (date not provided) filter limb perforation was identified. No reported filter retrieval attempt has been made. Medical records received by the reporting source were reviewed. Medical records confirmed filter deployment, filter limb perforation seven years post deployment and no filter retrieval attempt was made. The patient status at this time is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a vena cava filter was deployed successfully; however, the reason filter deployment was not provided. Approximate seven years post filter deployment a CT scan of the chest and abdomen demonstrated bilateral atelectasis or scarring, no suspicious pulmonary mass. Small bilateral pleural effusions were demonstrated. Coronary artery calcification with a severe calcified left anterior descending artery was demonstrated. Left kidney calcification, colon diverticulitis and arteriosclerotic vascular calcifications of the aorta and its major branches were demonstrated. Ivc filter demonstrated some filter limbs perforating the ivc wall. There were no additional medical records provided to determine if a filter retrieval procedure was performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information: it was reported that a vena cava filter was deployed due to mva. At some time (date not provided) filter limb perforation was identified. No reported filter retrieval attempt has been made. Medical records received by the reporting source were reviewed. Medical records confirmed filter deployment, filter limb perforation seven years post deployment and no filter retrieval attempt was made. The patient status at this time is unknown.